Manufacturer narrative:
H10. Corrected data - updated h6 (clinical code, conclusions).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 34mm mitral ring implanted for two years, eight days was explanted due to dehiscence and severe regurgitation. A 30mm ring was implanted in replacement. The patient was discharged home on pod #5. Per received records, it could be easily seen and confirmed the preoperative echo that the band had partially dehisced especially on both the anterior lateral and the posterior medial edges. The 34mm ring was excised by removing a total of 11 previous sutures. It appeared that the prior band was not truly sutured to the annulus but was sutured to the lateral atrial wall. A cleft in the anterior lateral commissure was closed, and a saline test confirmed no leak of the valve. A 32mm ring was initially opened but it appeared too big upon inspection in position. A 30mm ring was implanted in replacement and secured with the cor knot. The saline test again was excellent and confirmed good coaptation of the valve. The patient was weaned from cardiopulmonary bypass. The valve was inspected and there was trivial leak all inside of the ring and nothing paravalvular, but it did not reach the level of the mitral annulus. The surgeon was satisfied with this result. This case involved a (B)(6) male with two prior mitral repairs.